Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported no load set, which was reproduced during evaluation. A review of the event history log observed that the last time the device was set up for an infusion no load set prompts were found in the log. The cause was determined to be a failing upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no load set. There was no known patient injury or medical intervention associated with this event. No additional information is available.